Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported lack of pulsatile flow through the marker lumen was not confirmed. During device analysis, the marker tube appeared normal and the marker port was not occluded. Marking patency was performed and the device was patent. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar failure to achieve arterial blood marking incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a proglide device after a percutaneous transluminal angioplasty of the superficial femoral artery and popliteal artery. Reportedly, the device was flushed with saline prior to the insertion. During use, there was no pulsatile flow through the marker lumen. The device was withdrawn to the level of the guidewire port and was reflushed with no success. The patient had mild discomfort throughout the procedure, despite the use of significant local anesthetic. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.